Event description:
It was reported that pump experienced malfunction after pump got wet, and malfunction alert with non-resettable code was displayed. There was no reporteed adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.